Event description:
End of bur didn't move as usual after trying to take apart and put back together again. Had to open new bur to complete the case. Product had patient contact but no patient harm. Manufacturer response for transnasal burr, (brand not provided), (per site reporter). Waiting for return kit.